Manufacturer narrative:
H6-device evaluation: lens returned dry in a microcentrifuge vial. Visual inspection found the haptics bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
A facility representative reported that a damaged lens of an unknown model and size was returned to the manufacture. Visual inspection found the haptics bent. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.